Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/09/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on properly. The rewind, load, and prime steps were completed successfully. A 10 unit audio bolus and a 10 unit normal bolus were completed successfully and were accurately recorded in the pump history. The pump was exercised for 24 hours with a 1 unit/hour basal program with no unprogrammed bolus deliveries. None of the pump keypad buttons were hyper responsive to user presses. No defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus history showed boluses that had not been performed by the patient. In addition, it was reported that the pump was delivering boluses without the patient¿s knowledge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.